Event description:
It was reported that the patient had an advance sling implanted on (B)(6) 2014. It was indicated that the patient's level of incontinence following implantation of the sling had improved, but then it "eventually worsened again". On (B)(6) 2016 the patient was implanted with another incontinence device. No patient complications were reported as a result of this event.